Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to recognize close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "doesn't recognize when it's forced closed" was not reproduced. A review of the event history log revealed "shut down - power off!" Messages. A service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the link and latch switches were adjusted. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The cause of the condition was undetermined; however, the link will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.